Manufacturer narrative:
The pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose and or protruded drive support disk. There was minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. There was no motor position encoder error alarm on alarm history screen.

Event description:
The customer reported via phone call of issues with motor error alarm when filling tubing. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would need to be replaced and returned for analysis.